Manufacturer narrative:
Boston scientific crm received information that this device triggered elective replacement indicator (eri) in (B)(6) 2010. The monitoring voltage was 2.45 volts and was associated with a charge time of 12.0 seconds. Upon receipt, the device was successfully interogated by boston scientific's post market quality assurance laboratory. Engineering calculations determined that this device's life cell capacity was less than expected. The device is currently undergoing laboratory testing to determine root cause.

Event description:
Boston scientific crm received information that the monitoring voltage of this device on (B) (6) 2008 was 2.65 volts. Currently, the monitoring voltage is 2.51 volts associated with a charge time of 11.8 seconds. Technical services discussed the shortened replacement window (srw) advisory and recommended device replacement within 30 days of elective replacement (eri) declaration. Technical services discussed the option of sending a memory disk for analysis to obtain additional information.

Manufacturer narrative:
Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.

Manufacturer narrative:
The available information suggests that the device remains in-service. The event will be reopened if additional information is received, the memory disk is returned and/or the device is returned for laboratory testing.

Event description:
--